Event description:
Received user facility medwatch number 390222-2000-28 on may 22, 2000. 05/25/2000, it was reported by the rep the product codes used are the 511sd and the 5dcs. 06/07/2000: it was reported by the risk manager the pt expired 05/22/2000.